Event description:
The manufacturer received information from a customer that a ventilator inoperative condition had occurred on a trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned and evaluated by philips service engineer. The device evaluation found an error code machine flow drift high in the device's error log. The philips service engineer replaced the device's machine flow sensor to address the reported issue. Additional findings not related to the malfunction/issue were two additional error codes, motor controller force shutdown and drift debug, found the on the device's error log by the philips service engineer. The philips service engineer replaced the device's system printed circuit assembly to address these two additional error codes. The philips service engineer dirt contamination in the in-line filter proximal in the fio2 supply tubing. The philips service engineer replaced the in-line proximal filter to address this issue. The philips service engineer confirmed the fio2 sensor had failed the fio2 test in the diagnostic test. The philips service engineer recommended that the fio2 sensor be replaced to address this issue. The philips service engineer proactively replaced the muffler assembly and air inlet foam filter on this device.